Event description:
It was reported that a malfunction alarm occurred. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted in resetting the pump; the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues recurred, which the customer understood.